Manufacturer narrative:
(B)(4). The report of a damaged dilator was confirmed through complaint investigation of the returned sample. The customer returned one, opened psi kit for analysis. No obvious signs-of-use were observed. Visual analysis revealed that the dilator was bent towards the distal tip. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The bend on the dilator body measured 9 3/4" from the hub. The dilator total length measured 12 11/16", which was within the specification limits of 12 1/2"-13" per the dilator product drawing. Both these measurements were done via calibrated ruler. The dilator outer diameter measured 0.0712" via calibrated micrometer, which was within the specification limits of 0.071"-0.074" per the dilator extrusion product drawing. The dilator inner diameter measured 0.044" via calibrated pin gauge, which was within the specification limits of 0.043"-0.046" per the dilator extrusion product drawing. Functional inspection was performed per IFU statement, "ensure dilator hub fully snaps into sheath cap". The returned dilator was inserted through the sheath. Little to no resistance was encountered as the dilator passed completely through the sheath body. It was noted that the dilator hub snapped into the sheath cap. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". A device history record review was performed, and no relevant findings were identified. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the physician found that the dilator was found to be bent, during use on the patient. There was no reported patient harm or consequence, and they were reported as fine post the procedure. Another kit was opened to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the physician found that the dilator was found to be bent, during use on the patient. There was no reported patient harm or consequence, and they were reported as fine post the procedure. Another kit was opened to complete the procedure.